Event description:
Upon receipt of the device, the user reported the hematocrit saturation probe generated a "color chip failure" error message. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.